Event description:
"(B)(6) 3-year with imaging completed (B)(6) 2023. (B)(6) had an additional CT with runoff performed on (B)(6) 2023 after their 3-year follow-up due to lle claudication. Vascular surgeon and subject's cardiologist discussed additional CT findings from (B)(6) 2023 with vascular surgeon noting "partially occlusive thrombus in the left iliac limb of evar graft". Subject's lower left extremity embolized because of this. Subject was admitted on (B)(6) 2023 and underwent a left groin cutdown, thrombectomy, and relining of his left iliac limb with a 18mm x 9.5mm gore limb same-day." Patient outcome: "subject was started on an anti-coagulation med. An additional CT performed on (B)(6) 2023 showed no evidence of thrombus and has resolved that the subject was discharged on (B)(6) 2023."

Manufacturer narrative:
Section h6 medical device problem code has been updated following completion of the investigation. This complaint was involved with three devices. Device 1 is being reported under MDR 2247858-2024-00019, device 2 is being reported under MDR 2247858-2024-00020 and device 3 is being reported under MDR 2247858-2024-00021. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Subject:(B)(6) 3-year with imaging completed on (B)(6) 2023. Subject: (B)(6) had an additional CT with runoff performed on (B)(6) 2023 after their 3-year follow-up due to lle claudication. Vascular surgeon and subject's cardiologist discussed additional CT findings from on (B)(6) 2023 with vascular surgeon noting "partially occlusive thrombus in the left iliac limb of evar graft". Subject's lower left extremity embolized because of this. Subject was admitted on (B)(6) 2023 and underwent a left groin cutdown, thrombectomy, and relining of his left iliac limb with a 18mm x 9.5mm gore limb same-day."patient outcome: "subject was started on an anti-coagulation med. An additional CT performed on (B)(6) 2023 showed no evidence of thrombus and has resolved that the subject was discharged on (B)(6) 2023."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR, device 2 is being reported under MDR 2247858-2024-00020 and device 3 is being reported under MDR 2247858-2024-00021. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.